Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assembly. The motor was received with corrosion. No unexpected beeping was noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was 212 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.